Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center by the customer contact for update/recertification. No additional information was provided. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.